Manufacturer narrative:
H10: the reported fast-fix 360 curved needle delivery ei system, intended for use in treatment, has been returned for evaluation. Visual assessment of the device shows t1 is free from the delivery needle. T2 remains in its customary pre-deployment position on the needle. The actuator is positioned behind t2 confirming a trigger advancement took place. The device was not returned in the condition of the reported complaint of simultaneous deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H2, h6. One 72203721 - fast-fix 360 curved ndl dlvry sys ei intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿fast-fix 360 would deploy simultaneously¿. An exact root cause cannot be determined with confidence. The instruction for use were reviewed and were found to outline instructions in regards to the use of the device to avoid damage or non-functionality, ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that during surgery the fast-fix 360 would deploy simultaneously. The procedure was completed with no delay and a backup device was available. No injury to the patient was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.